Event description:
It was reported following the first inflation during an atrial septal defect closure procedure, it was noted during withdrawal of this balloon catheter from the patient, the balloon had ruptured. Another balloon was used to successfully complete the procedure without any patient complications. The patient's condition is good. The device has not been received for evaluation. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. It was indicated this device was being used during an atrial septal closure procedure, which is a non-indicated use of this device and may have been a contributing factor to this event. However, without evaluating the device, the company is unable to determine the exact cause for this event. The company's directions for use state: "medi-tech occlusion balloons are indicated for use for temporary vessel occlusion in applications including arteriography, preoperative occlusion, emergency control of hemorrhage, chemotherapeutic drug infusion and renal opacification pressures... Any use for procedures other than those indicated in the instructions is not recommended... If loss of pressure within the balloon occurs during inflation or if the balloon ruptures, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."